Event description:
A non healthcare professional reported following an intra ocular lens implant procedure, the patient experienced blur vision and dysphotopsia. The lens was exchanged later in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received which states patient was unable to tolerate halos.